Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a bacterial driveline infection. The patient was admitted from (B)(6) 2021 to (B)(6) 2021. The patient was given drug therapy and the wound area was cleaned.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was re-hospitalized on (B)(6) 2021 due to the ongoing driveline infection and remained hospitalized until the pump exchange surgery that occurred on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange on (B)(6) 2021. Methicillin-resistant staphylococcus aureus (mrsa) was detected from cultured wounded area. A gallium scintigraphy showed that the accumulation of the infection was seen along part of the driveline located under the skin and on the inner side of the rectus abdominis muscles. The explanted pump was disposed of by the hospital.